Event description:
The customer received questionable gluco-quant glucose/hk (glu) results for one patient on their analytical p-module. The patient's initial glu result from the primary tube was 0.8 mmol/l accompanied by a data flag. The instrument automatically repeated the sample from the primary tube and the result was 1.2 mmol/l accompanied by a data flag. 1.2 mmol/l was reported outside the laboratory. The customer poured the sample into a false bottom tube and repeated the sample a third time. The third result was 5.1 mmol/l. On (B)(6) 2012, the customer repeated the sample twice more from the false bottom tube and obtained results of 5.4 mmol/l and 5.5 mmol/l. 5.4 mmol/l was issued as a corrected report. The patient was not adversely affected. The glu r1 reagent lot number was 65578401 and the expiration date was 07/31/2013. The glu r2 reagent lot number was 65008301 and the expiration date was 03/31/2013. The field service representative could not determine the cause of the event. She was onsite to verify pipetting alignment and operation. She replaced the sample probe and pipettor seals as a preventative measure.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. The calibration and quality control data were acceptable. As all other assays were not affected, it is assumed that missampling caused by microclots from the primary tube were most likely responsible for the falsely low values. The outlier may be handled as an isolated event. No adverse events were reported.